Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: following manta deployment, flow was limited past the device. A balloon and covered stent were deployed, and flow restored past the manta device.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following the placement of a ventricular assist device, a 14f manta was deployed for closure in the left subclavian/axillary. The IFU warns do not use manta if sheath insertion is in a vessel other than the femoral artery; and the device description indicates: the 14f manta vascular closure device is for access sites in the femoral artery following the use of 10-14f devices or sheaths (maximum od of 18f). The arteriotomy was noted as greater than 7mm, no calcification or tortuosity, and a depth deployment measurement of 4cm + 1cm. Activated clotting time (act) thirty minutes prior to closure was 278, no protamine was administered. Procedure requirements indicate act should be below 250 seconds prior to closure. Access was gained utilizing ultrasound and micro puncture and confirmed via angiogram. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, flow was limited distal to the access site. Balloon inflations were applied, and a covered stent was deployed restoring flow. The root cause of the extended hemostasis requiring a covered stent is possibly due to a dissection. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if a dissection occurred prior to or during the manta deployment. Due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms submitted for investigative purposes, the root cause cannot be determined.